Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had an ambulance called for hypoglycemia. The patient was trying to give 5 units of insulin and then decide to go with 10 units, but they ended up giving the total of 15 units instead. The patient's blood glucose was originally too high reading 25 mmol/l (450 mg/dl) and declined to reading "low" (less than 40mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include dizziness and thirst. The patient was treated by medical professionals with the ambulance with a glucagon injection. They monitored the patient for a couple of hours and then left. The patient was not transported anywhere. The patient was still wearing the pod when the ambulance arrived and then they removed it after they left.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin or failing to deliver insulin. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred and no hazard alarms were generated. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values and user inputs.